Event description:
A caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by checking the tubing and cartridge and resumed insulin delivery. No frequent or recurring issues were identified, and no additional assistance was deemed necessary.